Event description:
It was reported that the device did not record nerve activity, and the surgeon proceeded to cut a nerve. It was reported that the procedure was not completed.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device did not record nerve activity, and the surgeon proceeded to cut a nerve. It was reported that the procedure was not completed.